Manufacturer narrative:
The cause of the event was likely due to patient factors and progression of underlying valvular disease.

Event description:
Edwards received notification that this patient with a valve model 3300tfx25mm implanted in the pulmonary position underwent a valve-in-valve procedure after an implant duration of approx. 7 years and 9 months due to stenosis and regurgitation observed on echo. A 26mm sapien3 valve was implanted within the edwards surgical device with great results. This case involved a young patient (18/19 years old) with history of tetralogy of fallot.

Manufacturer narrative:
Stenosis and/or regurgitation, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis and/or regurgitation. The subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.